Event description:
The user facility reported a water leak from the system 1e processor. Water leaked onto the floor of the room where the processor is located and into adjacent rooms. No injuries or procedure delays were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris service technician inspected the system 1e processor and found that the lid did not latch properly. The technician adjusted the latch bracket and returned the unit to service; no further issues have been reported.